Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
E1: (B)(6). BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE A REPORTABLE MALFUNCTION. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER: REPORTING SITE: 8021545. MANUFACTURING SITE: 8021545.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED INFUSION SET CAME OFF DUE TO TAPE NOT STICKING EVENT ON (B)(6) 2026. THE INFUSION SET HAD BEEN IN USE FOR LESS THAN SEVEN DAYS.

Manufacturer narrative:
IMDRF Investigation Findings Code: Code C24 is not available in Database to capture Malfunction Observed Without Conclusive Finding. IMDRF Cause Conclusions Code: Code D1501 is not available in Database to capture Cause Linked to Device but Unable to Trace More Specifically.Additional information - This MDR is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation ConclusionsH11: Investigation summaryComplaint Investigation Results Investigation of complaint record Database 2715745 was performed based on the event description, 6016208, and the assigned malfunction code Adhesive patch partially lifts during use - trace moisture / minor wetness Upon review of the Electronic Quality Management System (eQMS) and related records, a Corrective and Preventive Action (CAPA) related to adhesive issues was identified. CAPA-2010953 was opened for adhesive related complaints. An analysis of adhesive complaints from January 2024 until October 2025 was performed as part of the investigation. Root Cause of Problem: Conclusion of the investigation showed the EWISInstructions for Use (IFU) does not provide adequate information relating to preparation of the skin when in hot and humid environments and the design verification data is lacking peel-test data along with validated test methods to quantify adhesion performance. Corrective Action as a result of the Investigation: Corrective actions taken to update the EWIS IFU and complete test method validation and verification testing. Is Complaint Confirmed? Based on the information provided in the complaint and CAPA-2010953 investigation conclusion, the complaint will be closed as Complaint Confirmed by accurate description of malfunction and/or harm.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.